Event description:
Customer tested 3.6 inr on the coaguchek s system while a comparison lab returned as 1.8 inr. No treatment info provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).